Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by unplugging and re plugging the biometric identifier (bio ID) cable, confirmed that the device was working, and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint was not working, and message displayed biometric identifier required maintenance and requested user to put password. The customer stated that biometric identifier was hot to touch. There were no delay or adverse events or injuries reported based on this event.